Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm and stated that it appeared that the occlusion occurred when there was 40 units or less in the cartridge. The customer changed out the pump supplies. The blood glucose level was 464 mg/dl and an insulin injection was administered to address the bg level. After the cartridge was changed, the customer reported that only 25 units were used to fill the cartridge to test it out and the fill estimate showed 25 units. However, tandem customer technical support (cts) advised the customer that the cartridge loading step could not be completed with 25 units. As the customer did not upload the pump data, cts could not confirm how much insulin was actually loaded in the new cartridge and due to the supply changed the cause of the occlusion could not be confirmed.